Event description:
Olympus was informed by the user facility that the high definition autoclavable camera head¿s ¿image is not displayed¿ which occurred during an unspecified event. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation confirmed the reported event as the no image condition is due to a defective cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, buckling of the cable has been confirmed, therefore, it is likely that the cable is partially broken and no image occurred because the video function does not operate normally due to the disconnection of the cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from customer: the malfunction was discovered at preparation for use. The intended procedure was a therapeutic endoscopic sinus surgery and was completed with a similar device without delay. There was no impact to the patient.

Manufacturer narrative:
Additional information were provided for the following: d4 for UDI, h6, h10.